Event description:
Readings have been erratic when using excel off brand reagent strips. Patient provided the following examples 84,86,96,54 and 211 mg/dl readings all assumed to be taken within minutes of each other. The difference between these results could be clinically significant. While on the phone a review of the system was conducted. Electronic checks and control testing was satisfactory. It was explanted to the customer that bayer does not provide or support the use of an offbrand reagent.